Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an intrinsic amplitude out of range alert was triggered for this pacemaker. Review of the presenting electrogram identified a single undersensed ventricular beat at a programmed sensitivity of automatic gain control (agc) 1.5 mv. Battery status was reported as acceptable and other lead measurements were satisfactory. This pacemaker remains in service. No adverse patient effects were reported.